Event description:
Boston scientific received information from a family member that this cardioverter resynchronization therapy-defibrillator (crt-d) failed to operate, and there was inquiry what could cause it to fail, i.e. External defibrillation. It was reported that the patient had indicated that their device was going crazy prior to a paramedic call. This patient was reported to have been externally defibrillated in the ambulance, and in the emergency room and had then expired. The date of death and the cause of death were not provided, and could not be retrieved. The family member was uncertain if the device was interrogated before being buried with the patient. The family had not discussed these concerns with the attending physicians or the patient's cardiologist. It was also reported that they were now just grasping at straws for some information. No allegations have been reported from this patient's physician as of today.

Manufacturer narrative:
Technical services explained that the device's performance could not be investigated without interrogation information or the device's return for analysis, and recommended the family to discuss their concerns with the physicians involved. Inquiries were made to the field representative. However, this clinic performs their own device checks, and the representative was not made aware of the patient's passing, and therefore, could not provide further insight as to the device's operations other than this patient had been on a heart transplant list, and had a history of receiving many shocks. Should additional information become available this event will be updated.